Event description:
Customer reported receiving a reading of 110 mg/dl from her freestyle lite meter on (B)(6)2010 at 5:55pm. Customer also reported due to the reading issue, on (B)(6)2010 at 6 or 6:30pm, customer had a car accident when she lost consciousness and experienced headache from "hitting her head on the steering wheel". Paramedics were called and customer reportedly compared the reading of 110 mg/dl from her meter to the reading of 33 mg/dl from a hcp meter. Customer further reported she was treated with glucose by the paramedics. Customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Subject was not resuscitated. (B)(4).